Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature: article title: long-term outcomes after treatment of in-stent restenosis using the absorb everolimus-eluting bioresorbable scaffold the additional device and patient effects referenced in b5 is filed under separate medwatch report number. B3: date of event is estimated d6a: date of implant estimated d4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported in an article that a patient in their 60s had an initial angiogram with severe and long in-stent restenosis (isr) of the right coronary artery (rca). The isr treatment used a xience stent without issues and two (2) absorb bioresorbable vascular scaffolds (brs) without issues. However, 41 months after implantation, the patient presented with target lesion failure (scaffold thrombosis) of the absorb. Final angiographic result after primary percutaneous coronary interventions (pci) using two everolimus-eluting xience stents (with timi three flow). No additional information was provided. Details are listed in the article titled, "long-term outcomes after treatment of in-stent restenosis using the absorb everolimus-eluting bioresorbable scaffold".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect(s) of thrombosis is listed in the absorb bioresorbable vascular scaffold systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.